Event description:
I had a motor vehicle accident in (B)(6) 2011. After having MRI on (B)(6) 2011, I discovered that my breast implants (double lumen - silicone with an outer shell of saline) that I have had since 1982 were ruptured. There were replaced with natrelle silicone breast implants produced by allergan in (B)(6) 2011. On (B)(6)2011, I had my yearly mammogram. It stated that on the pushback views, there were numerous dense globules seen throughout the right breast consistent with free silicone and on the left what appears to be free silicone as well. I started having pain in my breasts as well as other health problems, so I visited my family doctor. He sent me for an MRI on (B)(6) 2012. The tests showed free silicone in and around the right implant consistent with extracapsular rupture and prominent lymph nodes in the subcarinal region. The reviewing doctor recommended a f/u with a chest CT. At the time, I just thought that the silicone was from the previous ruptured implants. On (B)(6) 2012, I had a CT- chest with contrast. This test showed bilateral pulmonary nodules and ground glass opacities. A f/u was recommended in 3 - 6 months. I was also having other problems - diagnosed with peripheral neuropathy, thyroid disease, started breaking out with strange rashes, weakness which would put me in bed for hours sometimes. All these problems happened since the removal and new implants surgery. On (B)(6) 2013, I had another CT scan without contrast which showed another pulmonary nodule and a benign right hepatic cyst with recommendation for another f/u in one year. I don't think it is just coincidence that I have started having these health problems since the breast implant removal and replacement surgery. I am having the implants removed and not replaced on (B)(6) 2014 by (B)(6) and they will be sent back to allergan for examination.